Manufacturer narrative:
Incoming testing of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received a non-lifevest defibrillation. The device was started up at 23:18:53 on (B)(6) 2025. At 14:16:56 on (B)(6) 2025, the patient received the non-lifevest defibrillation. Rhythm at the time of the non-lifevest defibrillation was intermittent cardiac activity with CPR/motion artifact. Post shock rhythm was asystole with intermittent cardiac activity and CPR/motion artifact. At 15:19:29, an arrhythmia was detected. ECG shows vt @ 160 bpm with CPR/motion artifact. The device properly detected vt. CPR/motion artifact prevented the lifevest from treating the patient. The device was shut down at 15:27:19 on (B)(6) 2025.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received a non-lifevest defibrillation. The device was started up at 23:18:53 on (B)(6) 2025. At 14:16:56 on (B)(6) 2025, the patient received the non-lifevest defibrillation. Rhythm at the time of the non-lifevest defibrillation was intermittent cardiac activity with CPR/motion artifact. Post shock rhythm was asystole with intermittent cardiac activity and CPR/motion artifact. At 15:19:29, an arrhythmia was detected. ECG shows vt @ 160 bpm with CPR/motion artifact. The device properly detected vt. CPR/motion artifact prevented the lifevest from treating the patient. The device was shut down at 15:27:19 on (B)(6) 2025.

Manufacturer narrative:
Device evaluation of monitor has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The open r781 resistor is consistent with the patient receiving an external defibrillation while wearing the lifevest. There is no indication that the device malfunction caused or contributed to an adverse event as the device was able to detect vt on the date of passing.